Event description:
Patient was undergoing a CT biopsy of right lung nodule using the temno CT biopsy needle. The needle was inserted and when the physician went to advance the needle, it failed. He was able to retract the needle and use another needle. The procedure was able to be completed without any further issues. Needle device is sequestered in manager's office. Merit medical, temno a.c.t, act 2015, 12674066.